Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: initial reporter establishment name: (B)(6) hospital.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using a small-bore sheath after a percutaneous coronary intervention procedure. Reportedly, the foot appeared to be broken and remained inside the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The material separation of the foot was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible the manipulation of the device with the foot open and against the vessel wall and/or calcification contributed to the event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1069 removed; 1562 added.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using a small-bore sheath after a percutaneous coronary intervention procedure. Reportedly, the foot appeared to be broken and remained inside the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: a posterior foot separation and/or cuff was noted during evaluation of the returned device. The separated portion was not returned. The location of the detached foot is unknown. Follow-up with the account confirmed that the foot separation was noted upon removal of the device and that "the lever was lowered and the foot was removed"; therefore, the foot does not remain in the patient anatomy. No additional information was provided.